Event description:
Purpose of surgery was to remove ruptured saline implant of left breast. Defective implant was removed and replaced. While wound was being closed the implant ruptured. Implant was removed and surgeon put a tissue expander in it's place. Both implants were returned to co.